Event description:
It was reported that a spectrum pump experienced an air-in-line error. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation the reported symptom of air-in-line error through the history log, but could not reproduce it during evaluation. Evaluation found the upstream sensor reading to be below specification with a fluid filled set loaded caused by a failed upstream senor. This can make the pump more sensitive to air-in-line alarms. The failed upstream sensor was replaced.